Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing has not correctly been implemented in line with the instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had noise and separation. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found clogging the nozzle. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to damage on the scope connector, noise image occurred. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: due to wear of the scope cover, water tightness was lost, due to deformation of the forceps elevator, "up/down" knob cannot be locked securely, the bending section cover had discoloration, the adhesive on the bending section cover had a chip and crack, the control unit had corrosion due to water leakage, on the water sticker, 1a dots are smudged and connected, the plastic distal end cover had a dent, the connecting tube had a dent and buckling, the protector of the universal cord on the control section side had a scratch, the universal cord had a wrinkle, and the objective lens had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer did flush the air/water nozzle with air. There were abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer did not flush the air/water nozzle channel with the detergent solution. The customer had it machine washed with an end cleanse, but did not check the air and water supply when it was lifted up. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.